Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege pain and that the system pops and locks up.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain and that the system pops and locks up. Update 09/18/13 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 8 aug 2014 - der rcvd. Added dor, patient age, weight and height, surgeon, sales rep details, sleeve and 510k numbers.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 8/14/2014 - medical records received. Patient was revised to address acetabular loosening. Upon revision, mild metallosis, abundant scar tissue and only small areas of osseointegration on the acetabular cup were noted. This complaint was updated on: 09/02/2014.